Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the popliteal of the right leg. Approx 19 months post index procedure the patient suffered 90% restenosis of the right sfa and popliteal. The right sfa/pop was treated with non medtronic pta ballooning. The investigator assessed that the event was probably related to the study device, procedure and paclitaxel. The event was resolved. Cec have adjudicated that the event was related to the study device, and not related to the procedure or paclitaxel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.